Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose, occlusion, damage and leaks from the reservoir. The customer's blood glucose reading was 403 mg/dl. The customer treated with a set change and bolus. The customer reported that no delivery alarm did not occur during manual prime. The customer stated that there might be leaks in the reservoir compartment. The customer discarded the reservoir and it would not be returned for analysis.